Manufacturer narrative:
The investigation into the high purge pressure has been completed. The device was not returned for investigation. It was reported that the pump was explanted after reported several high purge pressures at the end of case. The cause of the high purge pressure issue was most likely biomaterial based on data log review.

Manufacturer narrative:
The device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 64-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that high purge pressure was encountered. The pump was subsequently replaced as a result of the noted issue. There was no reported harm to the patient.